Event description:
During an unspecified treatment procedure, the physician was unable to pass a 4f pigtail imager ii catheter over the kayak guide wire. A thickness was observed at the distal end of the wire. No patient injuries or complications were reported.